Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/15/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/13/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 evaluation: visual analysis of the returned product revealed that one opened sample product code pdp500 was received for evaluation. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected, damages at the surface suture were observed and the end cutted. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument.the product code pdp500 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm what was the lot number? Rhmasz. The following information was requested, but unavailable: what was the initial procedure? When did the issue occurred? Pre-op, intra-op or post-op please clarify. Did the surgery was completed successfully? If yes what was used to complete the procedure? Did the patient suffer from any consequence due to the issue? If yes please explain with details. According to the distributor, no further information can be provided. The distributor confirmed there is no major incident. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name: irgacare®, active ingredient(s) ¿ triclosan, dosage form: suture/solid/parenteral, strength: = 2360 g/m. Events reported in 2210968-2021-12166.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure the thread was broken. No adverse patient consequences were reported. Additional information was requested.